Event description:
Information received indicates a leak was noted from the air lock connector of the unit following attachment to the aortic tubing during bypass. The device was changed-out during the case with no affect to the pt.